Event description:
Pt admitted from dr's office for the removal of bard ports, groshong catheter with groshong after complaint of chest discomfort. Approx 6-7 inch catheter tip removed from left ventricle without incident. Spoke with bard's field assurance dept.